Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
The event occurred in china. This medwatch report is for the suspect device used in system 2 (lot number 370163, expiration date 01/31/2011). (B)(6). Will not be returned to manufacturer.

Event description:
Caller states patient tested hi (greater then 33.3 mmol/l), hi, and hi on performa system 1. Patient tested 7.9 mmol/l on performa system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however caller no longer has the test strips.